Event description:
It was reported that while setting up for a surgical case. It was noticed that the front cpc connector was broken. The case was completed with a second motor drive unit with no adverse pt consequences.

Manufacturer narrative:
Conclusion: a review of the device manufactured records was conducted. This review did not identify any non-conformance's and the device met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.